Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the atrial lead was capped due to no capture and apparent conductor fracture. The ventricular lead was capped and replaced due to apparent conductor fracture and oversensing. No patient complications have been reported as a result of this event.